Event description:
The pump was explanted after an implant duration of 47 months. No reason for the explant was given. A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.